Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. The cause of the syncopal episode had not been reported and no episodes were stored in the device in the 72 hours prior. No additional adverse patient effects were reported. This device remains in service.